Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced loss of consciousness and was incoherent. It was unknown what the dexcom device was displaying at that moment. The patient was found by her grandkids who called an ambulance. The patient was brought to the hospital, and when a fingerstick was taken the blood glucose reading was over 1000 mg/dl. When the patient arrived at the hospital it was noted the sensor had failed. The patient would have experienced diabetic ketoacidosis. The patient was admitted from (B)(6) 2025. During this time the patient had a heart attack, which the patient said, was ¿most probably because of her glucose readings¿. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data investigation could not confirm a wearable failure. However, no readings/ sensor error/ brief sensor issue was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.